Event description:
During a laparoscopic cholecystectomy the dcd32 had insulation damage causing non-uniform operation of the dissector. The insulation appeared to have "notches" that were causing the instrument to stick in the trocar during fine movements. The case was finished with the same instrument, but it was not saved to be sent in for analysis.